Event description:
Additional information received reported that no diagnostics were performed. No malfunctions were seen or the cause of the issue determined. No interventions were taken or planned. The patient outcome was unknown.

Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter was concerned that the patient¿s newly changed out implantable neurostimulator (ins) was depleting too fast and would deplete like the last ins. The reporter stated that the ins was showing ¿3.07 yesterday and a couple of days ago, it was showing 3.09 volts.¿ the reporter clarified that it was showing 3.09 volts on the first day, 3.08 volts on the next day, and then 3.07 volts the next day. The reporter was worried that the voltage was depleting by 0.1 a day. The reporter was informed that it was normal for the ins voltage to drop down in these increments and then it should level off for the remainder of the battery life. The patient then stated that he was ¿not feeling too good and it had a weird effect on him, it was a bathroom thing.¿ the patient stated that he turned the ins off ¿because it was killing him and when it was on he went to the bathroom, but it would take 20 minutes for something to come out and was coming slow, so that was one of the effects he had if he had it on or off.¿ the patient also mentioned ¿a very weird feeling like something was wrong with the unit itself, it was hard to explain but he had the old implant for three years, so he knew the difference when he had it or did not, so something was wrong.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389s-40, lot# v592416, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v592416, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.